Event description:
It was reported that all combinations with electrode #0 were above 22 ,000 ohms. The electrode was not used in programming, and all other electrodes were within normal range. It was reported that the patient was doing fine.

Manufacturer narrative:
Accessory: model 37752, serial#(B)(4). Programmer: model 37743, serial# (B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na.